Event description:
It was reported that a spectrum pump alarmed upstream occlusion and air in line despite no air in line during a patient infusion of emend in the outpatient treatment facility. This contributed to longer infusion times and staff alarm fatigue. The bag height was 24 inches. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.